Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to update/correct conclusion codes. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was reported that the patient experienced "marked signs in symptoms" with increased spasm. A single bolus of baclofen 50.00 mcg and morphine 2.000 mg was administered on (B)(6) 2010 through the pump with no improvement in spasms noted. It was later reported that there was a fracture of the spinal catheter. The catheter segment was replaced on (B)(6) 2010. The event was resolved without sequela as of (B)(6) 2010.